Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received. Review of the medical records confirmed filter tilt and difficulties with removing, however, the investigation is inconclusive for a patient-device interaction problem. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f recovery filter allegedly was difficult to remove, tilted, and had an interaction problem with the patient. This information was received from one source. One patient was involved with no patient consequence. The patient was reported as a (B)(6) year old female weighing (B)(6) kgs.